Event description:
Complaint was received in a batch report from the distributor ((B)(4)) on (B)(6) 2013. No other information was provided. Caller alleges false negative hcg results using the consult diagnostics hcg cassette test.

Manufacturer narrative:
Customer did not provide a lot number. Unable to perform further investigation due to insufficient event details. Root cause could not be determined from the information provided. This issue will be tracked and trended.